Event description:
A report was received that the patient underwent a lead revision procedure due to high impedance contacts. The physician replaced patient's lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the ipg was explanted with an unknown reason two years ago. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Device evaluation indicated that the lead passed visual and mechanical tests performed. The lead failed impedance test at electrode # 6, 7. X-ray inspection revealed that electrode # 6, 7 of the distal end has a fractured cable at the weld nugget. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. The root cause of the damage could not be determined.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedance contacts. The physician replaced patient's lead. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedance contacts. The physician replaced patient's lead. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedance contacts. The physician replaced patient's lead. The patient is reportedly doing well following the procedure.